Event description:
It was reported that the user experienced a low blood glucose while using a dexcom g7 with the ilet after announcing a smaller-than-usual meal for nachos with hamburger and tomatoes, resulting in an incorrect meal size entry and subsequent hypoglycemia; the event lasted about 30 minutes with a lowest cgm of 54 mg/dl and a confirmatory meter value of 52 mg/dl, and the user treated with 4 oz of orange juice. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral glucose administration as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a user interface component was involved, and a usage problem characterized as an improper or incorrect procedure was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.